Manufacturer narrative:
Product event summary: two patient data files and an afapro28 balloon catheter with lot number 20846 were returned and analyzed. The console output data (pressure, preset pressure and flow) for patient file number one showed preset pressure and flow readings were as expected; however, the temperature profile was unexpected during ablation at application number five and showed unexpected flow profile during ablation at application number nine. Patient file number two showed system notices 50032 (the safety system has detected a compromised outer vacuum) during inflation at application number two with the reported balloon catheter. Preliminary visual inspection of the balloon, shaft, and handle segments revealed no anomalies. Review of the catheter smart chip data indicated the catheter was used for 11 applications on the event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was colder than expected. The inflation, ablation, and thawing phases were completed. No console system notices were generated. During ablation, a vacuum interference causing air gap between balloons was observed. In conclusion, the reported issue was confirmed during testing and the balloon catheter did not pass the returned product inspection due to vacuum interference causing an air gap between the balloons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 2035uc electrical umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, normal ablations were performed in the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). When ablating the right inferior pulmonary vein (ripv), the temperature was colder than expectected. During the next ablation, the temperature dropped rapidly. Additionally , a system notice was received indicating that the safety system detected a compromised outer vacuum.the balloon catheter, coaxial umbilical cable and electrical umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.